Event description:
It was reported that the lead had been damaged, which was determined by the physician. In turn, physician explanted and replaced the damaged lead. Postoperatively, patient had effective therapy.